Event description:
The customer stated that some of the meter readings had a check mark. Troubleshooting showed the meter electronics were working as designed. During control testing, however, the customer received a normal control result that was 90 mg/dl higher than the upper control limit. The customer did not allege any adverse events. The meter and strips were to be returned for evaluation, and replacements will be sent.